Event description:
The customer alleged the lift¿s drive motor axle was broken. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
During investigation, it was noticed that there were two complaints created for the same event. This event was previously reported under hillrom complaint ref # (B)(4) MDR # 8030916-2024-00006 with a final non reportable MDR submitted on 19th mar 2024.

Manufacturer narrative:
Hillrom has requested for the device to be returned to the manufacturer for inspection. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer alleged the lift¿s drive motor axle was broken. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).